Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted that the right atrial (ra) lead also showed a "lead position check" alert. Follow-up was unable to provide additional information related to the ra lead position check. The device was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an atrial lead position check. If information is provided in the future, a supplemental report will be issued.